Event description:
The customer reported there was a clear liquid leaking under the beckman coulter lh780 hematology instrument and the customer could not locate its source. There was no death, injury or change to patient treatment associated with this event. The msds was reviewed and no one sought medical attention. There is a risk management / exposure control plan is in place at the facility. The customer was wearing personal protective equipment consisting of gloves and gown. The customer did not report any exposure to open wounds or mucous membranes. The instrument was not in use at the time and the customer requested service. No patient results were affected. The customer later reported that they cleaned up the fluid and the instrument no longer appeared to be leaking. The field service engineer (fse) could not find the source of the leak. Root cause for the leak is unknown, the instrument did not appear to be leaking. Per labeling, beckman coulter urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
Beckman coulter unique identifier (B)(4).